Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified; red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device explanted and replaced, intact on explant.

Event description:
Physician reported capsular contracture, baker grade iii. Right side. Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified deformation. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Physician reported capsular contracture, baker grade iii. Right side. Device remains implanted.

Manufacturer narrative:
Explant date: explant is in the future. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.